Event description:
The customer contact reported a whitescreen error. During testing at the user facility the device displayed a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing. A whitescreen error was not found during testing. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.